Manufacturer narrative:
The model and type of mesh system that was removed was not indicated. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the pt had recurring incontinence and "sling arm infection/removal." Unk if the sling was an ams device. An alternate incontinence device was implanted.